Manufacturer narrative:
B3: date of event estimated. D6: implant date estimated. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains implanted and will not be returning. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for clip caught in the chordae. It was reported that during the mitraclip procedure, the clip may have became caught in the chordae, with possible deployment in the chordae as intervention. No additional information was provided.

Manufacturer narrative:
UDI: the unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis and a review of the lot history record and complaint history query review could not be performed as the part and lot information were not provided. The reported patient effect of failure to deliver mitraclip to the intended site (foreign body in patient) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated, and definitive cause for the reported issue could not be determined; however, foreign body in patient appears to be due to device entrapment. There is no indication of product issue with respect to manufacture, design or labeling.